Manufacturer narrative:
Explant date updated. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed surgical intervention was undertaken on (B)(6) 2016 and not (B)(6) 2016 as previously reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports stimulation was lost due to not being able to charge the ipg for the past several months. Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced. Which resolved the issue.